Manufacturer narrative:
The controller, con094926, was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed five (5) critical battery alarms from (B)(6) 2016 to (B)(6)2016. At each instance, the battery went from a high capacity to 0% relative state of charge (rsoc), indicative of a communication error. The batteries involved in the critical battery alarms were (B)(4) and (B)(4). Analysis of the alarm files also revealed two power disconnect alarms due to a communication error on power port 1 of the controller. The batteries attached during the power disconnect alarm were (B)(4) and  (B)(4). The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. CAPA(B)(4) is investigating communication errors. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient experienced "critical battery" alarms. The controller was exchanged with no consequence to the patient.  No further information was provided.